Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The caller reported that there was no temp basal programmed prior to the unexpected restart alarm. The caller reported that insulin pump was not stored or not in used for an extended period of time. The caller also stated the alarm occurred shortly during battery change. The caller was advised to remove battery and insert new battery. The caller stated that the insulin pump alarmed unexpected restart again. The caller was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The caller also declined to troubleshoot for compromised forced sensor and motor error. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. No unexpected rewind anomalies noted. Unit received motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.